Event description:
The manufacturer sales rep reported that the device blade mount is broken while it was being tested at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales rep reported that the device blade mount is broken while it was being tested at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.